Event description:
It was reported that the customer delivered several boluses in a short amount of time, causing them to have a blood glucose (bg) level of 2.5 mmol/l. Customer went to the emergency room (ER) with a blood glucose (bg) level of 2.5 mmol/l. A glucose drip was administer by a health care provider to address the bg. Customer was discharged from the ER sometime around (B)(6), 2024 but the specific date was not provided, with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional information was provided.